Event description:
Procedure type: esophagogastrostomy. Pt gender: male according to the reporter: the anastomosis was well completed and both donut tissue specimen were well formed. Two days post operative; however, a leakage was noted at the anastomosis, and the pt was re-operated. The pt is in well condition; however, no further details were known.